Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted into the patient. It is also reported that the patient underwent another procedure on (B)(6) 2012 and coloplast aris was implanted into the patient at (B)(6), do. It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele repair.

Manufacturer narrative:
It was reported that patient underwent a hernia repair in 2010.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, foul smelling urine, urinary frequency and urinary urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.